Event description:
Urinary tract infection [urinary tract infection]. Foot infection [localised infection]. Novopen 4 has jammed [device failure]. Case description: the incident does not represent a serious public health threat. Medical device information: class iib. This spontaneous case from the united kingdom was reported by a consumer as "novopen 4 has jammed", "urinary tract infection" and "foot infection" and concerns a male patient in his 80s treated with novopen 4 (start and stop dates unknown), novorapid (rapid-acting insulin aspart) from an unknown date and ongoing and levemir (insulin detemir) from an unknown date and ongoing due to diabetes mellitus. Patient's height: unknown. No medical history reported. On (B)(6) 2010 the patient experienced that the novopen 4 jammed. On an unknown date the patient experienced urinary tract infection and foot infection and was hospitalized. Both events stopped on (B)(6) 2010. No laboratory data and treatment details reported. Outcome of the events "urinary tract infection and foot infection" were reported as "recovered." Outcome of event "novopen 4 has jammed" was not reported. Comment: company comment. It is unknown if the patient has been trained in the use of novopen 4, it was stored according to recommendations or the patient misread/misunderstood the instruction for use of novopen 4. Therefore, it is difficult to assess a cause and relationship between suspected product "novopen 4" and events "urinary tract infection and foot infection." Diabetic patients are in general more susceptible to infections as high blood glucose level can weaken the patient's immune defenses. Reporter comment: reporter's alternative aetiology: unknown.